Manufacturer narrative:
Return requested for the suspect solera 4.5-5.5 awl tip tap. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's solera 4.5-5.5 awl tip tap was damaged. While using the powerease system, the tap was working slowly then stopped spinning. It appeared to be stuck on the tracker. The surgeon used a mallet to remove the tap which appeared to have marks on it. A second tap functioned normally and was used to proceed with the surgery. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Changing to navlock tracker as main device as the tap was being used inside of the tracker when the issue occurred. The interface between the tap and the tracker caused the issue.

Manufacturer narrative:
Patient weight now provided.functional testing; visual/physical examination were completed on the suspect tap: the returned instrument has areas of galling on the shaft causing fit issues with the mating tracker. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: brand name & catalog number. Only one instrument is related to this event however the device lot number could not be confirmed by the site as the site has 2 tracker instruments. The lot #'s for both instruments are now provided. 150904, 150812. Device manufacturing date now provided. For lot # 150904, device manufacturing date is 09/04/2015. For lot # 150812, device manufacturing date is 08/12/2015.

Manufacturer narrative:
Although the complaint alleges a single tracker was damaged, 3 total trackers were returned for analysis: lot# 110316 - manufacturer due: 03/16/2011, lot # 150904 - manufacture date 09/04/2015 and lot # 150812 - manufacture date: 08/12/2015. Medtronic investigation of returned suspect tracker finds that the reported issue could not be duplicated. The returned trackers were found to be in good condition with no apparent physical damage. Known good instruments inserted and rotated without issue. With markers attached and fully, the trackers returned good geometry and divot error readings. No problem found.